Event description:
On (B)(6) 2013, the patient reported that insulin leaked from her insulin cartridge into her infusion device during use. She experienced elevated blood glucose levels in the 300's mg/dl. Her normal range is in the 200's mg/dl. She stated that the insulin had already started to crystalize. She stated that the backlight on the device had stopped working. She was able to correct the elevated blood glucose levels via insulin injection and bolusing using the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge and infusion set were discarded by the patient. The infusion device and adapter were requested to be returned for product evaluation. The infusion device and accessories were replaced.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product requested to be returned.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result pump: the delivery accuracy and the occlusion limits were tested successfully and comply with the product specification. Also the alarm functions were tested successfully and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: nothing unusual was found in the device history. Adapter: the adapter is contaminated. Cartridge: since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. The problem mentioned by the customer could not be reproduced.